Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, insufficient clinical information was provided by the clinic which made it impossible to establish the root cause of the issue. Hence, no specific device analysis is deemed necessary at this time. Should more information be made available at a later date, the decision could be reassessed. This report is submitted on september 20, 2023.

Manufacturer narrative:
The patient was placed under general anesthesia on (B)(6) 2023 in order to remove the implant. This report is submitted on october 26, 2023.